Manufacturer narrative:
D10: concomitants: 300-30-06 - equinoxe preserve stem 6mm 300-20-02 - equinox square torque define screw drive kit 314-13-03 - equinoxe cage glenoid medium, alpha (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Event description:
It was reported via a legal notification, that a male patient, who indicated they had both shoulders replaced, left hip replaced, a metal rod in his right leg, and a plate on his right fibula, along with his spine fused, stated that every day is quite painful and that he currently takes pain killers because he does not have normal flexibility in any of his joints and is on disability because of this. No revision has been indicated. A database search found the left and right shoulder replacements occurred in (B)(6) of 2019. Unknown what side occurred on what date. No hip devices found for this patient. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3-the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The following sections were corrected: b3-event date does not apply d1-brand name h6-investigation type, findings, conclusions.